Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in the UK. Section a: patient information was not reported. We contacted the hospital requesting for further information. However, we have not received any response regarding the patient. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 4 similar complaint for this item code 31-600477. No trend identified from similar complaint. This instrument was superseded with a new design spring loaded impactor item # 31-601587. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the risk management file lists anticipated acceptable risks to the patient. The complaint reports the following events: hazard: instrument snapped during impaction. Failure cause: unknown. Effect on patient/product: patient retained foreign body. Severity of the reported harm to the patient: s-1(no medical/surgical intervention, biological responses or surgical delay was reported). If new information regarding the complaint is received, the risk will be reassessed accordingly. The risk of instrument fracture and material transfer to implant/patient is covered within the risk management file line 53, the failure cause cannot be determined, however the rmr establishes that the risk severity is permanent impairment (s ¿ 4). Therefore, the risk severity is within the limits given in the risk management file. No corrective or preventive actions are deemed necessary. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It has been reported that during a hip replacement surgery, performed on (B)(6) 2019, upon acetabular impaction, the thread of the exceed abt shell impactor broke off. X-rays taken at the end of surgery showed a small metallic object next to cup which may be a fragment of the broken off handle. Consultant informed the patient of incident and advised that removing the fragment would lead to more harm and hence decided to leave it in situ. It is unlikely to be of any consequence.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, d10, g7, h1, h2, h6, h10. G3: report source, foreign - event occurred in united kingdom. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. The event reports during hip replacement surgery, during impaction when the cup was nearly impacted, the handle came loose and broke off thread. Consultant was not sure if any fragment was left inside, but cup was too far impacted in to disturb stability by removing it. X-ray taken at the end of surgery showed a small metallic object next to cup which may be a fragment of the broken off handle. Visual inspection was performed. The reported event has been confirmed. The threaded impactor end is chipped around the edges. The brittle fracture has most likely been caused by direct impact force. The defect could occur if the device has not been fully screwed into the shell allowing movement between the shell and the impactor thread. This looseness is known to cause thread fracture. However, the exact root cause could not be determined with the information given in the complaint. The scratches are visible on the impactor main body. The surface tarnish evident that the instrument was put through multiple sterilisation cycles. The impaction top plate has dents on the top surface, evident that the impactor was struck with high force multiple times. The investigation results show that the instrument was used repeatedly over a long time period. The edge of the threaded end is chipped. The brittle fracture most likely occurred due to the impact force placed on loose threads. However, the exact cause cannot be established. The manufacturing history record (mhr) of the reported component has been checked and verify that the parts were manufactured in accordance with the applicable specifications. The product left zimmer biomet control conforming. The instructions for reusable surgical instruments warns that: all instruments should be visually checked for damage and wear. The surgical procedure, exceed abt acetabular system surgical technique, warns on page 10 important: it is advised to check that the threaded tip is always fully engaged in the cup apical hole when impacting. This helps minimise any risks of threaded tip damage. A previous search has recorded six additional similar events have been identified in the time period between (B)(6) 2016 and (B)(6) 2020. No additional complaints have been reported against lot zb120501 for the same time period. Risk assessment: hazard: inadequate connection. Failure cause: instrument fracture. Effect on patient/product: patient suffers effects of extended operation time. Investigate risk: instrument fracture, no patient harm has been reported occurrence rate assessment is not applicable, since the field action has been previously implemented and the instrument no longer sold to the market. The severity of the harm reported in the complaint is within the limits provided in the risk management file. Corrective and preventive actions: a product update for the exceed abt impactor handle was issued to all distributors in (B)(6) 2008 and again in february 2012 advising them on how to avoid breakage or loss of function to the exceed abt impactor handle. The product update recommended the following: 1. The handle should be screwed fully onto the shell prior to impaction otherwise the thread could get damaged. 2. Impaction when the handle is loose on the shell will lead to impacting the threads and the thread form itself. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during a hip replacement surgery, performed on (B)(6) 2019, upon acetabular impaction, the thread of the exceed abt shell impactor broke off. X-rays taken at the end of surgery showed a small metallic object next to cup which may be a fragment of the broken off handle. Consultant informed the patient of incident and advised that removing the fragment would lead to more harm and hence decided to leave it in situ. It is unlikely to be of any consequence.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during a hip replacement surgery. Upon acetabular impaction, the thread of the exceed abt shell impactor broke off. X-rays taken at the end of surgery showed a small metallic object next to cup which may be a fragment of the broken off handle. Consultant informed the patient of incident and advised that removing the fragment would lead to more harm and hence decided to leave it in situ. It is reported that it is unlikely to be of any consequence.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during a hip replacement surgery, performed on (B)(6) 2019, upon acetabular impaction, the thread of the exceed abt shell impactor broke off. X-rays taken at the end of surgery showed a small metallic object next to cup which may be a fragment of the broken off handle. Consultant informed the patient of incident and advised that removing the fragment would lead to more harm and hence decided to leave it in situ. It is unlikely to be of any consequence.